Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. Subsequently, another 3.0mm x 150mm x 150cm, mr coyote balloon catheter was used but it also ruptured during the first inflation 8 atmospheres. The procedure was completed using a different device. There were no patient complications nor injuries reported.